Event description:
It was reported that the patient expired in the intensive care unit. The device was found in back-up vvi mode. Several episodes occurred before the patient's death but only a few could be identified. The physician suspected inappropriate therapies.